Manufacturer narrative:
(B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tip of the suture that was connected to the device broke during the case. It was embedded to the patient's ligament.